Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2013 with a blood glucose level of 26 mg/dl. The customer stated that eh past event was never documented and just wanted to provide information about the incident. The customer stead that they had woke up one morning and walked to the kitchen where they blackout. The customer woke up to paramedics that rushed them to the hospital. The customer does not remember the form of treatment received. The customer no longer has the insulin pump used during the time of the incident. The customer did not return the product back for analysis.